Event description:
The customer reported being hospitalized and having to call the paramedics on several occasions. Troubleshooting was declined as customer stated that his settings need to change by his doctor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.